Event description:
Sales rep visited customer site and was made aware of issues with alaris pumps: iui connectors "customer has experienced intermittent "channel failures" when a syringe or large volume pump is connected to pcu. As described to me, the infusion may start running as intended, but in course of infusion, the pump will lose connection to the pcu. The biomed tech showed this to me in the biomed shop, not connected to a pt. The connectors appeared clean." Customer said the iui connectors are not making good contact. He was having difficulty explaining the cause but suggested a problem with the clips that connect the iui to the device. There was no pt harm reported and no medical intervention was required. No additional event or pt info was provided.

Manufacturer narrative:
(B)(4). The customer's complaint of channel failure could not be confirmed due to the product was not returned for failure investigation. Because the customer did not record a device serial number and no device was returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received.